Event description:
It was reported that the customer experienced a cartridge alarm 20 while using their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and informed the customer about the shipping and storage process. The customer was advised on the steps to take upon receiving the replacement pump, including the need for training with updated software, and understood that their current pump should be returned using the provided box and label.